Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was unknown if the patient was hospitalized. The patient experienced abdominal pain, abdominal distension and anorexia. The cause of peritonitis and treatment rendered was not reported. The patient was recovering.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.